Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Voluntary medwatch received mw5158963

Event description:
It was reported via voluntary medwatch that the right ventricular (rv) lead was abandoned due to insulation breakage. The lead is no longer in service. No additional adverse patient effects were reported.